Event description:
On (B)(6) 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurate high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care (cc) reviewed the call again at medical surveillance request. The reporter claimed that the alleged issue began on (B)(6) 2021, at approximately 4 pm. The reporter advised that his wife obtained a blood glucose reading of ¿131 mg/dl¿ on the subject meter. The patient manages her diabetes with novolog insulin (self-adjuster) and the reporter stated that in response to the alleged issue, she administered 20 mg of novolog insulin. The reporter claimed that at the same time the patient started developing symptoms of ¿unintelligible speech¿ and ¿feeling sleepy¿. They called the emergency medical services (ems) and at 5:30 pm a blood glucose reading of ¿41 mg/dl¿ was obtained on an ems meter in the hospital. The patient was treated with intravenous therapy; however, the reporter did not recall whether it was with glucose or IV fluids. During troubleshooting, the cca was unable to confirm whether the unit of measure was set correctly on the subject meter. The cca established that the test strips had not expired but had been stored improperly or were open beyond their discard date. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.